Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device history records were reviewed an no anomalies or non-conformances were identified. A visual inspection of the device showed that the tip of the device is twisted and sheared off. The pentalobe tip has deformed/twisted in a manner consistent with screw insertion and a portion has sheared off. A functional analysis of the device could not be performed because the device was too damaged to engage a rod. Based on the data available through the review and investigation of this file, the most likely underlying cause is excessive torque was applied to the tip of the plug driver during use.

Event description:
The sales associate reported the plug driver broke during surgery. No adverse events were reported, however this device is subject to the two year malfunction rule.